Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified, due to "grossly damaged usb pins." The information will be used for tracking and trending purposes.

Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.